Event description:
Customer called to report that forty percent of the patient results generated by the immage 800 immunochemistry system were in the low positive range when using rheumatoid factor (rf) reagent lot m103174 and calibrator lot 5-plus m101436. The customer technical specialist (cts) sent customer a new lot of calibrator 5-plus, m106396. After calibrating the system with this lot on (B)(6) 2012, customer reported that 51 samples were repeated, and only four to five percent of the results were in the low positive range. This percentage of low positive results is within the expected specifications of the rf reagent. There were no reports of effects to patient treatment based on the erroneous results.

Manufacturer narrative:
The root cause of the issue appears to be reagent-specific, relating to the calibrator lot used to generate patient results. Customer did not return the calibrator reagent lot to beckman coulter, inc. For examination. Customer has not called back to report any further issues relating to the use of the new calibrator lot. Please note that an additional medical device report was filed based on the same issue for results that were generated on (B)(6) 2012 as MDR #2050012-2012-00699 (B)(4). Other text: reagent not returned to beckman coulter.